Event description:
As reported: there were no allegations against the devices. Information suggests the patient was very sick and had multiple issues her medical team was trying to deal with. It is unknown what was deemed the official cause of death. Rep had no additional information. On (B)(6) 2021, (B)(4) was attempted, but accidentally implanted in the la and the lead perforated so was cut and left implanted. Then same day the pt was in the operating room for epi lead placement and the (B)(4) was implanted in the lv with good measurements.

Event description:
As reported: there were no allegations against the devices. Information suggests the patient was very sick and had multiple issues her medical team was trying to deal with. It is unknown what was deemed the official cause of death. Rep had no additional information. On (B)(6) 2021, (B)(4) was attempted, but accidentally implanted in the la and the lead perforated so was cut and left implanted. Then same day the pt was in the or for epi lead placement and the (B)(4) was implanted in the lv with good measurements.